Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient continuing to dislocate their shoulder; the surgeon put in a larger sphere and a thicker poly.